Manufacturer narrative:
Concomitant medical products: 5071 lead, implanted (B)(6) 2004. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had premature battery depletion. It was explanted and replaced. It was also reported that the left ventricular lead threshold was high. The lead had been previously programmed off, and then was capped and replaced. No patient complications have been reported as a result of this event.